Manufacturer narrative:
The device inspection also observed the nozzle was slightly deformed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the evis exera gastrointestinal videoscope's air/water nozzle was clogged. The device was returned to an olympus service center for evaluation. The olympus service center inspected the device and found rubber and crystalline material in the perfusion cannula of the nozzle related to insufficient or incorrect reprocessing of the scope. This report is being submitted for the reportable malfunction of insufficient/incorrect reprocessing of the scope. There was no report of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. On the basis of information acquired for this investigation, it was presumed that the nozzle was clogged with foreign materials which came from peripheral devices (air/water valve, packing of the connector channel plug, etc.) Or solidified materials of used chemical agents because of inappropriate reprocessing after a previous procedure. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities." "Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for dents, bulges, swelling or other irregularities." Olympus will continue to monitor field performance for this device.